Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
Hair found inside container. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Five (5) unused samples in their original packaging were received for evaluation. When these samples were visually inspected, a 6 cm thick filament, consistent with hair was detected. The contamination was found on the outside of the bags, but inside the packaging. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature, and as a result this was determined to be an isolated incident. If additional pertinent information becomes available a follow-up report will be filed.